Event description:
The customer reported the system would not boot up. No injuries were reported.

Manufacturer narrative:
The ge service rep checked gen lock, power cord, interconnect cable. All check good. Fluoro and saved images.